Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the downstream sensor and upstream sensor seal were contaminated. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; the pump was found to be over-delivering. The root cause was determined to be the expulsor out of specification. The expulsor assembly was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed volume accuracy testing three times on two different lines; the pump was over-infusing. The event occurred during testing; there was no patient involvement.